Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "off label use of the tube as the customer was using the incorrect tube for testing for lead and trace elements. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The reported use of sstii for trace element analysis is considered an off label use of this product. Bd recommends the use of our bd vacutainer® trace elements tube (ref 368520 or 368521)for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.